Event description:
It was reported that the pacing dependent patient presented to the emergency room. The patient felt weak, and experienced bradycardia and syncopal episodes. In interrogation of the implantable cardioverter defibrillator showed that pacing was inhibited by post-paced t wave over-sensing. Programming interventions were made. The patient was stable after the intervention.